Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance attempted to contact the nurse on (B)(4) 2011. The clinic assistant stated that the nurses were not available. A detailed message was left with the assistant to notify the nurse of the patient's excessive drain. This message will be forwarded to the nurse. No patient injury or medical intervention was reported. No additional information is available. Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) event. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 6. The patient's drain volume was 3310ml. The fill volume was 2000ml; this meets iipv criteria. No patient injury or medical intervention was reported. No further information is available.